Manufacturer narrative:
Required secondary intervention. Myocardial infarction.

Event description:
Two endeavor sprint rx drug-eluting stents were implanted in the proximal lad (MFR report # 2953200-2009-00034). An acute non-stemi is reported to have occurred on the same day as stent implant. Investigator has indicated that event was related to the target lesion but not related to the study stent. Location was reported to be anterior & lateral. Investigator has indicated that the mi event was related to the initial procedure pci. There was a dissection and a second pci was started. Three lesions were treated. One stent (3.50 x 15 mm) was implanted in the left main (non target vessel). Second lesion treated was the proximal lad. One stent (2.75 x 18 mm) was implanted (target vessel). The proximal lcx was treated with a balloon only (non target vessel). It is reported that these events were unrelated to study stent. Five days later, it is reported that the pt underwent an add'l ptca revascularization. Two lesions were treated, one of them being the proximal lcx. Three endeavor drug-eluting stents were implanted. It is unk if the event was related to the study stent. At 30 day f/u, pt displayed stable angina.